Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds, rising and high impedance and undersensing were noted on the right atrial (ra) lead. The lead was capped and replaced during a routine upgrade procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.